Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the automated trajectory guidance unit was prompting an error code 0072 while setting up for a case. They tried reseating cables and rebooting the system, but there was no change. They tried rebooting the system again and reseating the targeting unit (tu) cable, but that also did not resolve the issue. Unplugging the guidance unit from power between reboots resolved the issue. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 25650, lot number: unknown; product ID: 29631, sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.